Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified; fold creases, weight within specification, wear abrasion, cloudy gel, deformation. After autoclave cycle was identified: bubbles in gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side rupture with capsular contracture baker grade iii. The device has been explanted.